Event description:
Related manufacturer reference number:1627487-2022-05816. Related manufacturer reference number:3006705815-2022-17865. It was reported that during a lead revision on (B)(6) 2022 [related manufacturer reference number: 1627487-2022-05732], a portion of the lead was unable to be removed due to scar tissue. The header of the ipg was also damaged during the procedure resulting in the replacement of the ipg. Additionally, the patient experienced weakness in their left hand following the procedure. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.